Manufacturer narrative:
E1 - initial reporter phone: additional phone number. (B)(6) b3: date of event is unknown; no information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the heater was not working. Displayed temperature jumps to 53 celsius and triggers over temperature alarms (operating temp is ~28 celsius when this occurs). The fault occurred during routine preventive maintenance inspection. There was no patient involvement and no clinical injury.

Manufacturer narrative:
D9: date returned to mfg.: 10/22/2024 h3 and h6. Codes: updated. One device was received for evaluation. Visual inspection and functional testing were unable to confirm or duplicate the complaint. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action was taken due to the device not being needed in the loaner pool and will be scrapped.